Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the head was not functioning as required, it had intermittent interrogation and was out of specification on its functional tests. It was noted that it needed its cable replaced but as it was no longer needed by the customer it was being sent on for repair and reallocation. (B)(4)

Event description:
It was reported that the radiofrequency programmer head was broken. It was further reported that it had already been replaced. The programmer head was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.